Manufacturer narrative:
The parts were not returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a burnt plus was discovered when attempting to power on the machine. There were no reports of visible sparks, flames, or smoke emission due to this problem. Upon inspection of the power cord, the plug was visibly burnt. A fresenius medical care regional equipment specialist was contacted and the entire power supply cable was replaced. The machine has since been put back into service with no further issues. There was no report of pt involvement.

Manufacturer narrative:
Corrected information: (PMA/510k #). The actual device was evaluated by a fresenius res field service technician and the reported "burnt plug" problem was confirmed with a field service investigation and resolved by replacing the power cord. The fresenius res technician performed a simulation test after replacing the component and the machine passed all tests. After confirming with the user facility, the issue has not occurred again and the machine is operational. The unit remains at the user facility. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.